Event description:
It was reported that cadd reservoir cassette , had a hole that resulted in leaking medication. No patient or clinician injury.

Manufacturer narrative:
Other, other text: additional information was received confirming that the issue was found prior to use., corrected data: g3: australia.